Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who informed philips service was no longer required. Philips notified the customer the case will be closed. Good faith efforts (gfes) were unable to obtain further consultation, but the customer could not be reached. Based on the information available, the cause of the reported problem was not confirmed. The reported problem was not confirmed. Multiple attempts were made to obtain the device context evaluation, repair, and operational status with no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported they were getting speaking malfunction error. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at time of event, and there was no adverse event reported.